Event description:
While wearing the external equipment, the pt reportedly had no sound perception. The pt was seen at center for device evaluation. External equipment was exchanged. However, the reported problem was not resolved. Testing performed confirmed that the device was no longer functioning. Surgery has been scheduled to explant the c1 device.